Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter compatable basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2014. During the procedure, the first physician thought the patient¿s anatomy was abnormal, and had two papilla. The physician cannulated one of the papillae and realized it was the pancreatic duct. A second physician then cannulated the papilla of the common bile duct. ¿knife cutting was performed before entering the papilla¿. Then a third doctor arrives and ¿he takes over¿. The third physician then injected contrast and found a big stone approximately ¿2x3cm¿ in the common bile duct. A sphincterotomy was then performed and the trapezoid basket was used to capture the stone. Due to the size of the stone, the physician was unable to remove the stone through the papilla. An attempt to crush the stone was made, however, the wire in the handle broke. The handle of the basket was cut and a cook rescue device was then used with the trapezoid basket in an attempt to break the stone, however, the pullwire of the trapezoid basket broke. The device and stone were left inside the patient. The procedure was not completed due to this event. A laparotomy with choledochotomy surgical procedure was performed on (B)(6) 2014 to remove the device with the captured stone. The current condition of the patient was reported to be stable.

Manufacturer narrative:
Initial reporter: dr. (B)(6) was reported as a first physician. Dr. (B)(6) was reported as a second physician. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found residue present on the device indicating use/handling and the wire basket assembly cut off. The coil assembly was buckled and the side car-rx presented pushback. The detached basket was cut from the proximal basket crimp. The tip was intact and the basket wires were bent. The device was disassembled to expose the broken wire and the handle cannula connection when the handle was extended. The pullwire was found broken near the distal end of the handle cannula. The fractured pullwire was necked down and broken at an angle indicating that the wire had most likely sheared apart. A material review of the sub assembly basket component confirmed that the basket tip met manufacturing specifications. The material specification for the strength of the pull wire and its joints conformed to the manufacturing specifications. The customer returned the stone, which was measured to be approximately 1.9 cm x 1.5 cm. The trapezoid basket m00510870 has a 2x4 basket and was used to crush a 1.9 cm stone. The dfu states: "note: the trapezoid 3x6 basket is designed for calculus larger than 1.5 cm (15mm) in diameter." The basket was too small for such a large stone, subsequently causing difficulty when crushing the stone and the failure of the pullwire. Therefore, the most probable root cause is "operational context". A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2014. During the procedure, the first physician thought the patient's anatomy was abnormal, and had two papilla. The physician cannulated one of the papillae and realized it was the pancreatic duct. A second physician then cannulated the papilla of the common bile duct. "Knife cutting was performed before entering the papilla". Then a third doctor arrives and "he takes over". The third physician then injected contrast and found a big stone approximately "2x3cm" in the common bile duct. A sphincterotomy was then performed and the trapezoid basket was used to capture the stone. Due to the size of the stone, the physician was unable to remove the stone through the papilla. An attempt to crush the stone was made, however the wire in the handle broke. The handle of the basket was cut and a cook rescue device was then used with the trapezoid basket in an attempt to break the stone, however the pullwire of the trapezoid basket broke. The device and stone were left inside the patient. The procedure was not completed due to this event. A laparotomy with choledochotomy surgical procedure was performed on (B)(6) 2014 to remove the device with the captured stone. The current condition of the patient was reported to be stable. Additional information received on november 03, 2014. The trapezoid basket was attached into the alliance ii handle, and when the first attempt was made to crush the stone the wire in the handle broke.